Manufacturer narrative:
Correction to the initial MDR in blocks b5 and d6b.

Event description:
It was reported that the patient experienced inadequate stimulation and pain around the ipg site. The patient underwent a revision procedure. Nothing was implanted or explanted. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced inadequate stimulation and pain around the ipg site. The patient underwent an ipg replacement procedure. The explanted device was discarded per hospital policy.